Event description:
Information received from the field does not address the patient's clinical status but notes a suspected lead fracture.

Event description:
The lead tested fine with a pacing system analyzer, but would not capture when connected to the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The lead was left implanted and functioned fine with the new device.

Manufacturer narrative:
Due to only the connector portion of the lead being returned a complete evaluation could not be performed.